Event description:
The 7.5mm cartridge was loaded into the esophyx device. The cartridge was being clicked to insert the fasteners into the device. At that time, we realized that one side of the fasteners was not loading into the device. The cartridge was taken out of the device and a new one was opened. The new cartridge worked. The old one was put aside.